Manufacturer narrative:
The patient first expressed interest in the procedure in april 2019 and did not have the procedure until (B)(6), 2019. He had adequate time to fully consider the procedure. In an initial email from april 2019, he was sent a link to the penuma jsm article with a list of potential risks and complications in the article. During his initial visit, he underwent a thorough written and verbal consent process. He signed off on a separate, one page form that his consultation was 60 to 90 minutes (not 5 minutes as he alleges), that all risks and complications were explained to his full satisfaction as well as all questions he had, that he was offered the opportunity to cancel or postpone the procedure, and that he was offered the opportunity for an independent psychological examination, which he declined. Before his visit to the clinic, the patient described his interactions with the clinic as "very professional" and that he was "positively surprised". The patient then underwent the penuma procedure on (B)(6), 2019 without incident, according to the operative report. The procedure was successful - 3 days after his procedure, during an in-office follow-up visit, the patient selected 0 (out of 10) to describe his level of pain (i.e., no pain). It was noted that the patient was healing well in his post-operative notes. After the procedure, he provided written feedback, describing what he received as "impeccable medical services". The patient manipulated his penis within days of the procedure and experienced an unusually high frequency of erections (not patient's fault, but can nonetheless have an impact on healing). The patient had completely unrealistic expectations of healing time and was frequently complaining within mere days and weeks of the surgery without giving his body a chance to heal. The patient took flights and did another elective procedure within a few weeks of his penile procedure, introducing unnecessary risk to his healing. Finally, the patient refused to answer phone calls and even missed a facetime session with dr. Elist. He also refused to return to beverly hills for further physical examination. Dr. Elist even offered to do a further revision or removal procedure and waived his fees - the patient rebuffed the offer. The patient consulted extensively with two urologists who had no penuma training or experience. The patient requested that dr. Elist coordinate with one of those physicians. However, the physician refused to answer any of dr. Elist's repeated phone calls. The penuma physicians were invited by the international journal of impotence research (a peer-reviewed sexual medicine journal) to provide a rebuttal for the propublica article. Please see the published rebuttal here: https://rdcu.be/dhnb5.

Event description:
Events were discovered on 07/06/2023 from a propublica article (published on 06/26/2023). An article titled "inside the secretive world of penile enlargement" stated that several patients had complications as a result of receiving a penuma implant. The article lists several different patients and their experiences. This report will capture the evaluation of "mick" (name given in article). Following the implantation, the patient states he experienced painful morning erections, erosion on the corners, loss of sensitivity, loss of length, and depression. The international medical devices team believes we have identified the exact patient due to the implantation date and correspondence with the clinic.